Event description:
It was reported "they had a ruptured balloon on a 40cc lws catheter. The issue was resolved by replacing the iab with a 30 cc lws catheter. No medical intervention was needed. No harm to the patient. Patient is fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "they had a ruptured balloon on a 40cc lws catheter. The issue was resolved by replacing the iab with a 30 cc lws catheter. No medical intervention was needed. No harm to the patient. Patient is fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number on the returned sample. The sample was returned in the ups shipping envelope and was in a sealed ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The wire round/ polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.7cm from the iabc distal tip; the wire round was also noted unraveled at the location of the damaged iabc central lumen. A bend to the iabc central lumen was noted at approximately 74.2cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously noted damaged central lumen. The iabc was leak tested. A leak was immediately detected from the iabc distal tip and luer end. The leak noted from the iabc distal tip and luer end are consistent with the previously confirmed damaged/separated flex-tip assembly from the iabc central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation while excreting blood within the bladder membrane. Blood was also noted on the guidewire. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 74.4cm from the iabc luer, which is the location of the previously noted bend, then the guidewire exited the central lumen and entered the bladder at the location of the inner cannula separation while excreting blood within the bladder membrane. Blood was also noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab blood in helium pathway is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen will result in blood entering the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.